Event description:
User experienced issues with control recovery and high patient calcium results. 19 patient examples were provided. Only 3 patient samples were discrepant which occurred on (B) (6) 2010. Sample type is serum. Samples were sent out to another facility for repeat testing - method/analyzer used was not provided. Patient 1, initial result gave 11.2; repeat gave 9.3 mg/dl. Patient 2, male, initial result gave 11.3; repeat gave 9.6 mg/dl. Patient 3, female, initial result gave 11.7; repeat gave 9.7 mg/dl. Calcium reagent lot number 61867901. No erroneous results were reported out and no patients adversely affected. Customer loaded a new lot of calcium reagent on the analyzer, recalibrated and ran controls which recovered within range. In addition the customer said they had been generating their own deionized water for use on the analyzer and several weeks ago switched to using cubed deionized water. Customer declined a field service dispatch, as they have had no further issues and would continue to monitor calcium performance.

Manufacturer narrative:
Correction to initial calcium result of 1.2 mg/dl reported for patient 1 in initial medwatch. Correct initial calcium result for patient 1 is 1.1 mg/dl. Customer could not provide information regarding flagging on patient samples. The clinical status of the patients could not be ascertained as no detailed patient data was available. The high calcium recovery was resolved by using fresh reagents. Customer stated "that they have no issue now and will continue to monitor the calcium issue". No adverse events in relation to the falsely high results were reported by the customer. On (B) (6) 2010 customer said that they no longer have this i400 analyzer (B) (4) at the lab.

Event description:
During open reduction internal fixation of fractured left femur with dr (B) (6) -attending - & dr (B) (6) - resident. The tip of a synthes guide pin approximately 2.5 cm in length broke off. Dr (B) (6) said the pin was not in or near anything vital - e.g nerves or vessels - so it was left in pt's bone. Dates of use: (B) (6) 2010. Diagnosis or reason for use: internal fixation of fractured left femur. Event abated after use: yes.